Event description:
The generator that showed the high impedance was never sold or implanted in a patient. Therefore the high impedance is likely due to the generator not being connected to a lead.

Event description:
During a periodic review of the programming history database that the patient's device showed high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.